Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') and device breakage ('fragments were left adhered in fallopian tubes') in a 30-year-old female patient who had essure (batch no. 20226500) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("left hospital with lower abdominal pain"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2017, the patient experienced gastritis ("gastritis"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("colics in lower abdomen"). On (B)(6) 2017, the patient experienced breast cyst ("simple cyst in right breast"). In (B)(6) 2019, the patient experienced complication of device removal ("doctor was not able to remove essure completely"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("increase of menstrual flow / intense menses with clots "), abdominal distension ("distention"), back pain ("lumbar pain "), headache ("intense headaches "), pruritus ("pruritus"), uterine inflammation ("uterine inflammation "), uterine pain ("sensation of uterine perforation / stabbing "), dyspareunia ("pain during and after intercourse "), coital bleeding ("bleeding during and after intercourse "), pain ("general body pain "), breast pain ("mastalgia "), oedema ("oedema "), oedema peripheral ("leg oedema "), pain in extremity ("leg pain "), formication ("formication "), tremor ("tremor"), fatigue ("fatigue "), loss of libido ("lack of libido "), arthralgia ("joint pain "), mood swings ("constant mood swings "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis "), intra-abdominal fluid collection ("abdominal fluid"), vaginal discharge ("vaginal discharge with strong odor"), urinary tract infection ("recurrent urinary infections"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety / anguish"). The patient was treated with analgesics, antiinflammatory agents, fluoxetine and surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, back pain, headache, pruritus, uterine inflammation, dyspareunia, coital bleeding, pain, breast pain, oedema, oedema peripheral, pain in extremity, formication, tremor, fatigue, loss of libido, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, urinary tract infection, diarrhoea, depression, anxiety, gastritis, breast cyst and polycystic ovaries outcome was unknown, the device breakage and complication of device removal had not resolved, the uterine pain was resolving and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast cyst, breast pain, coital bleeding, complication of device removal, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, formication, gastritis, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, oedema peripheral, pain, pain in extremity, pelvic pain, polycystic ovaries, procedural pain, pruritus, tremor, urinary tract infection, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: her symptoms started in 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: polycystic ovaries; left essure partially in uterine cavity; on (B)(6) 2018: foreign bodies in both fallopian tubes, occupying fundal portion of left endometrium; on (B)(6) 2019: essure fragments were not seen; on (B)(6) 2020: essure seen in adnexal region on left and right. X-ray of pelvis and hip - on an unknown date: linear metallic material seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') and device breakage ('fragments were left adhered in fallopian tubes') in a (B)(6) year old female patient who had essure (batch no. 20226500) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("left hospital with lower abdominal pain"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries"). On (B)(6) 2017, the patient experienced gastritis ("gastritis"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("colics in lower abdomen"). On (B)(6) 2017, the patient experienced breast cyst ("simple cyst in right breast"). In (B)(6) 2019, the patient experienced complication of device removal ("doctor was not able to remove essure completely"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia ("increase of menstrual flow / intense menses with clots "), abdominal distension ("distention"), back pain ("lumbar pain "), headache ("intense headaches "), pruritus ("pruritus"), uterine inflammation ("uterine inflammation "), uterine pain ("sensation of uterine perforation / stabbing "), dyspareunia ("pain during and after intercourse "), coital bleeding ("bleeding during and after intercourse "), pain ("general body pain "), breast pain ("mastalgia "), oedema ("oedema "), oedema peripheral ("leg oedema "), pain in extremity ("leg pain "), formication ("formication "), tremor ("tremor"), fatigue ("fatigue "), loss of libido ("lack of libido "), arthralgia ("joint pain "), mood swings ("constant mood swings "), alopecia ("hair loss "), adenomyosis ("suspicion of adenomyosis "), intra-abdominal fluid collection ("abdominal fluid"), vaginal discharge ("vaginal discharge with strong odor"), urinary tract infection ("recurrent urinary infections"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety / anguish"). The patient was treated with analgesics, antiinflammatory agents, fluoxetine and surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, back pain, headache, pruritus, uterine inflammation, dyspareunia, coital bleeding, pain, breast pain, oedema, oedema peripheral, pain in extremity, formication, tremor, fatigue, loss of libido, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge, urinary tract infection, diarrhoea, depression, anxiety, gastritis, breast cyst and polycystic ovaries outcome was unknown, the device breakage and complication of device removal had not resolved, the uterine pain was resolving and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast cyst, breast pain, coital bleeding, complication of device removal, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, formication, gastritis, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, oedema peripheral, pain, pain in extremity, pelvic pain, polycystic ovaries, procedural pain, pruritus, tremor, urinary tract infection, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: her symptoms started in 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2016: polycystic ovaries; left essure partially in uterine cavity; on (B)(6) 2018: foreign bodies in both fallopian tubes, occupying fundal portion of left endometrium; on (B)(6) 2019: essure fragments were not seen; on (B)(6) 2020: essure seen in adnexal region on left and right. X-ray of pelvis and hip - on an unknown date: linear metallic material seen. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.